Event description:
Customer reported taking additional insulin based on the device readings, however values were not provided. On one occasion, customer stated spouse and family member were giving pt orange juice. Customer does not recall the device result at the time. Customer was taken to the emergency room (ER). After the incident, customer's device = 70 mg/dl. No additional treatment received and other testing, if any was not provided. No controls used. A request was made for return product and replacement product was sent.